Event description:
When using the patterson nitrile the rdh's hand got red. They pulled and took out of rotation. The following day a box made its way back into rotation and this occurred again. Additional information received from reporter on 06-dec-2022, for mw5111114. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. The lot # for the case of (B)(4) boxes is 032022 0447 0287. New: investigation results: device history record of the lot number: after received complaint sample we found this lot no. 032022 0447 0287 of m size are produced on production line 02 on march 17, 2022. After check parameter in production line found is on specification and not found nonconformity in production process. And from test results of laboratory which monitoring from in-process such as ph and residual powder were passed within specification. Most probable case: after received complaint sample we have irritation test with donning by office worker at least 30 min and sent to internal laboratory about the test result that effect to irritation problem (residual powder, ph glove and accelerator.) 1. From donning test doesn't get skin irritation from 25 people. 2. From laboratory result residual = 0.18 (spec < 2.0 mg/glove), ph glove = 7.08(spec 6.0-9.5) and = 0.31 (monitoring) accelerator. From this information we don't find irritation problem of complaint sample, but allergic symptoms as customers inform may occur with sensitive person. Additional information received from reporter on 13-dec-2022, for mw5111114. Originally submitted MDR for: when using the patterson chloroprene gloves, the rash also occurred with the mediums. Investigation determined to be a skin sensitivity issue, like a reaction to the accelerator chemicals or other source not associated with the glove. Reference reports: mw5111114, mw5111114-1, mw5111114-2, mw5111114-3, mw5157393, mw5157394, mw5157396, mw5157397, mw5157398, mw5157399, mw5157400, mw5157401, mw5157402, mw5157403.